Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that post lead implant procedure, low, out of range, low voltage lead impedance issue was observed on the lead. Lead was explanted and a new lead was implanted. Patient was stable during and post procedure.